Event description:
During the procedure, robotic assisted laparoscopic sigmoid colectomy, the airflow assistant port was found to be fractured at the middle of the trocar. The portion of the fractured port that was within the abdomen was easily retrieved. A new trocar was placed. The pieces of the fractured trocar were handed off the field. Rep is being contacted and trocar to be provided to rep.